Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that mesh was implanted on (B)(6) 2008 to treat stress urinary incontinence, urethrocele and pelvic organ prolapse. It was also reported that the patient underwent mesh explanation/revision on (B)(6) 2010 due to product failure. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, dyspareunia and neuromuscular problems. No additional information. (B)(4).

Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2008 and (B)(6) 2010 and mesh and bard align were implanted. The dates are not clarified per product. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion ,the patient experienced incontinence, urinary frequency, and urinary retention.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.